Manufacturer narrative:
Follow-up # 1 06/22/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact. The down arrow and ok keypad buttons responded intermittently and required excessive force to evoke a response. All the other keypad buttons are normally responsive and have normal spring back or click. The keypad was removed to investigate revealing visible contamination under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter called animas alleging that beginning a couple of days ago, the ok keypad button began sticking intermittently and is getting worse over time. The reporter stated that the button's sticking has caused the cancellation of a bolus delivery; however, the patient was aware and confirmed the bolus given through the history feature and delivered an additional bolus to make up for the difference in insulin not delivered. The keypad is reported to be intact. The reporter stated that the ok keypad button does not spring back when depressed and looks stuck in. The patient reportedly keeps the pump in a pocket or uses a low-profile clip and cleans the pump by wiping it with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.